Manufacturer narrative:
Additional information was added to h4, and h6. H4: device manufacture date - the lot was manufactured between april 28 ¿ may 2, 2023. H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and bubbles were not observed or encountered during testing. The valve set did meet specifications based on the test result. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2400 valve set had bubbles in port 5. This was observed during delivery. There was no patient involvement. No additional information is available.